Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
Emdr ack #2 and ack #3 from the FDA have not been received for initial medwatch report # 2210968-2012-07994. Therefore, medwatch report # 2210968-2012-07994 has been replicated and resubmitted under medwatch report # 2210968-2012-08344. All information regarding this event shall reside in initial medwatch report # 2210968-2012-08344.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.